Event description:
Initial info received from a consumer on (B)(6) 2012 and additional info was received from consumer on (B)(6) 2012, plus subsequent follow up: a (B)(6) female consumer took first treatment with poly-l-lactic acid (sculptra aesthetic) (lot# a1048, exp date: nov-2014) via depot technique (in temple and two in lower cheeks) for cosmetic purpose on (B)(6) 2012. She took her second treatment with poly-l-lactic acid (sculptra aesthetic) (lot# a1048, exp date: nov-2014) on cheeks via linear threading and supraperiosteal technique on (B)(6) 2012. First and second treatment of poly-l-lactic acid was mixed with sterile water and 2% xylocaine. She took her third treatment of poly-l-lactic acid on (B)(6) 2012. She reported that she received 3 treatments with sculptra and did not see any results. She also stated that a few months after her last set of injections, she developed rash and blisters on her face, where the sculptra was injected. She said that she recovered but does have minimal scarring on her face. She stated you can only see it when you are up close. Her physician prescribed an antibiotic and no other treatment was done. She had seen no improvement. Medical history included actinic keratosis, basal cell carcinoma, herpes simplex virus, keloid, melanoma, and squamous cell carcinoma. No further relevant info provided. Additional info for poly-l-lactic acid (lot number and expiration date unk) from (B)(4), dated (B)(4) 2012, received by (B)(4) on (B)(4) 2012: an investigation has been performed and the results are discussed here as follows: since no batch number was communicated, the documentation relevant to all the sculptra batches marketed in u.s. And not yet expired was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the event reported have been picked out. The verified batches were: batch a0035, batch a0036, batch a0037, batch a0038, batch a0039, batch a1040, batch a1041, batch a1042, batch a1043, batch a1044, batch a1045, batch a1046, batch a1047, batch a1048, batch a2050, batch a2051, batch a2052 and batch a2053. The analysis certificate at the release step of all the batches listed above has been re-checked and all the results were conforming to specifications. Nevertheless, since we have not received the complaint sample, we reserve to close this complaint as no conclusion possible for the lack of an important element of eval that is the complaint sample itself. Additional info was received from consumer on (B)(6) 2012: new info included therapy dates, lot numbers and batch number, concomitant medication, and medical history. No further medical info was reported. This case is related to serious case number (B)(4). Based on additional info was reported by consumer on (B)(6) 2012, this case was upgraded to serious. Additional events were reported. Corrective treatment was reported. No further info was reported.